Event description:
It was reported that the customer received a door open alarm with the IV set engaged and the door closed on the device. There was no patient involvement. Description: the more information you can provide here, the easier time the support team will have in diagnosing and resolving your incident. Provide specific information (i.e. Customer names & ID) when applicable. Customer receives a door open alarm with IV set engaged and door closed on 8100 (s/n (B)(6)). Resolution: steps taken to solve. 1. Check administration set is correctly installed. 2. Replace door latch sear if bent or broken. 3. Replace air in line assembly. 4. Return to factory. Customer to repair/replace the ail sensor assembly to isolate problem fault. Informed customer if any further concerns and/or issues to give a call back. End call.

Manufacturer narrative:
¿Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was not confirmed as there was not enough information provided, I am adding a pic statement out of caution for the reportable part in question. A review of the device history record showed the device had a manufacture date of 15apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was not confirmed as there was not enough information provided, I am adding a pic statement out of caution for the reportable part in question. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer received a door open alarm with the IV set engaged and the door closed on the device. There was no patient involvement. Description: the more information you can provide here, the easier time the support team will have in diagnosing and resolving your incident. Provide specific information (i.e. Customer names & ID) when applicable. Customer receives a door open alarm with IV set engaged and door closed on 8100 (s/n (B)(4)). Resolution: steps taken to solve. Check administration set is correctly installed. Replace door latch sear if bent or broken. Replace air in line assembly. Return to factory. Customer to repair/replace the ail sensor assembly to isolate problem fault. Informed customer if any further concerns and/or issues to give a call back. End call.